Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2015 and preformed to specification up to the (B)(6) 2016. The device records multiple manual fails containing nonsensical dates after the (B)(6) 2016 due to a real time clock error. On receipt the pad clock was failing to increment and displayed a nonsensical date and time. This would confirm the real time clock error shown in the history log. The returned pad-pak was inserted into the device and powered on, a device service required warning was given and no status led was visible. This indicates a fault. Investigation found the reported fault can be attributed to damage to the coin cell battery. The coin cell was found to have broken away from the printed circuit board. This resulted in the failure of the real time clock, this would account for no status led being visible. The damage had likely been caused by an impact to the device. The history log indicates the damage occurred after the (B)(6) 2016. This did not affect the ability of the device to deliver therapy.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required message when powered off.